Event description:
Device analysis found that the plunger case was cracked, carriage is broken, and the plunger tube was damaged. Review of the event history log showed plunger error. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the plunger case was cracked, carriage is broken, and the plunger tube was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed plunger error. The broken carriage, position pot, plunger tube and plastic parts of the plunger head were all replaced to resolve the issue.